Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states patient came to the hospital in coma following a traffic accident. Patient tested hi (greater then 33.3 mmol/l) on the performa system. Caller states patient tested hi 4 - 5 more times and was treated with "regular" insulin. A lab value drawn at the same time as the first hi meter result returned as 0.8 mmol/l. The patient passed away the following day due to a severe head injury. Requested return of suspect device.

Event description:
It was reported that during a stenting treatment procedure, a hole in the balloon occurred. The lesion was located in the severely tortuous common iliac artery. The physician advanced the 8.0-20,80cm wanda balloon to the lesion and was unable to inflate the balloon, possibly due to a hole on the balloon material. The procedure was completed with another 8.0-20,80cm wanda balloon and the deployment of a non-bsc stent. No complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.